Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The complaint was received through a direct call to the emergency support program, with no harm or injury reported. The registered nurse requested assistance for a restriction alarm on a cardiosave, explaining that the pump showed a restriction while she was placing ECG leads due to incompatible accessories. She noted that she was multitasking and encountering multiple alarms. Troubleshooting indicated the patient was still under the drape, preventing verification of potential tubing kinks, and the patient was flat on the or table. The registered nurse confirmed that position had been verified using echo. Esp personnel waited to proceed as she was multitasking, during which time the team exchanged the console, resolving the alarm. She reported no further support needs, labeled the affected pump for servicing, and expressed appreciation for the assistance.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d10, h6. (Type of investigation, investigation findings, medical device ¿ problem code, investigation conclusions). Esp support found the patient was still draped, so tubing kinks couldn¿t be checked, and the customer was multitasking. The console was eventually exchanged, the alarm cleared, and the customer declined further troubleshooting. The original pump was labeled and set aside for service.